Event description:
It was reported that a patient's right ventricular lead exhibited elevated capture thresholds and low pacing impedance values. During their scheduled lead revision on (B)(6) 2022, the doctor attempted to reposition the same lead, but the helix screw would not extend when trying to adhere to the new position on the heart. A different lead was implanted, the old lead was explanted completely, and the patient experienced no consequences.

Event description:
New information notes that the physician alleges possible micro-dislodgement as the cause of the issues experienced on the patient's right ventricular lead. The patient is also confirmed to be stable after the surgical procedure.

Manufacturer narrative:
The reported events were lead dislodgement, elevated capture thresholds, low pacing lead impedance and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was within specification. The reported events of elevated threshold and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region.